Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys vitamin d assay result for one patient sample. The initial result was >70 ng/ml and the repeat result was 27.07 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25596502 with an expiration date of 30-jun-2018.

Manufacturer narrative:
Additional information was provided that the customer received a questionable high elecsys vitamin d assay result for an additional patient sample on (B)(6) 2018. The initial result was >70 ng/ml and the repeat result was 5.26 ng/ml. For the patient initially reported with an initial result of >70 ng/ml and repeat result of 27.07 ng/ml, an additional result of 13.92 ng/ml was provided. The field service representative found the bead mixer rod was bent and was causing foam that lead to improper reagent volume aspiration. He replaced the bead mixer rod. All qc and patient samples results were acceptable.